Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling "skipped beats". There was oversensing noted with the right atrial (ra) lead, and the atrial tachycardia/atrial fibrillation (at/af) episodes exhibited noise. The lead remains in use. No further patient complications have been reported as a result of this event.